Manufacturer narrative:
E1 full name (initial reporter establishment name) - (B)(6). The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: foreign object inside the c-cover. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable root cause of the noisy image was circuit board failure inside the scope connector, traced to component failure while, foreign object inside the c-cover is likely the result of insufficient reprocessing; however, a definitive root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the gastrointestinal videoscope had noisy image. The issue was found during inspection for use. There were no reports of patient involvement.